Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to a break in the base of the cylinder. It was not documented which cylinder had the break. A new tactra penile prosthesis device was implanted. There were no patient complications.